Manufacturer narrative:
(B)(4). The recipient reportedly elected for revision surgery for a technology upgrade. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly experienced chronic pain and poor battery life. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient no longer reports pain.